Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146786 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146786 and device part number 195-430h / lot 140478a . The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on a an unknown sample generated a negative result. The customer reported she took a pcr test on (B)(6) 2021 from a testing facility and it came out positive. The customer reported she took the first binaxnow covid-19 ag self test (195-160) and got a negative test result on (B)(6) 2021. The customer reported she had a little symptoms last week that is why she visited a testing facility. No additional patient information, including treatment and outcome, was provided.